Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly would only have a screen size black box on the display screen. There was no result on their meter as the pt was unable to test. Treatment was insulin dosage administered by the pt based on their feelings. No further info has been reported. No serious injury or allegation of harm.